Manufacturer narrative:
(B)(4). (B)(6). A batch review cannot be performed since there was no lot number provided. The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional relevant information becomes available.

Event description:
It was reported that leak was observed near the connection of a flogard compatible blood set and patient¿s peripheral line during transfusion of red blood cells. There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.